Manufacturer narrative:
The device was returned and the evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an e110 error occur when adjusting the white balance. The issue occurred during preparation for use of an unknown diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely that a printed circuit board led to the malfunction resulting in the e110 (optical filter failure) issue. Olympus will continue to monitor field performance for this device.